Event description:
Ous MDR - it was reported that after approximately 68 months, oversensing with inappropriate therapy was reported. This device was explanted and not returned.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol2. The ICD was implanted for 68 months and 76 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the ra, rv and far-field channels, as mentioned in the complaint description. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ra, rv and far-field channels. However, a thorough analysis of the ICD proved the device to be fully functional. Based on the available information the integrity of the leads cannot be assured.